Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 120-130 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.